Event description:
Rep not available for event, received email from customer stating that product was fractured. End fractured off.

Manufacturer narrative:
Investigation in process, but not yet complete.